Manufacturer narrative:
The device hs not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of reyf1446 showed no other similar product complaint(s) from these lot numbers.

Event description:
On (B)(6) 2014 - received damaged product in shipment - top of package had a hole in it.